Event description:
It was reported on (B)(6) 2025 a 10mm amplatzer vascular plug ii was selected for implant. All steps were performed per instructions for use (IFU). During the procedure the plug was partially re-captured three times. The plug was unable to release from the delivery cable. After unscrewing the plug, the plug embolized to the left atrium. The plug was surgically removed from the patient. The patient remained hemodynamically stable throughout the procedure. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
An event of an event of a separation problem and device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported separation problem and device embolization could not be determined. A surgical intervention was a result of case specific circumstances, as the device was surgically removed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 10mm amplatzer vascular plug ii was selected for implant. All steps were performed per instructions for use (IFU). During the procedure the plug was partially re-captured three times. The plug was unable to release from the delivery cable. After unscrewing the plug, the plug embolized to the left atrium. The plug was surgically removed from the patient. The patient remained hemodynamically stable throughout the procedure. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.